Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) was used after an angioplasty. The mynx device could not be advanced through the non-cordis sheath. The outer sleeve on the device was separated. There was no reported patient injury. The device was used after an angioplasty procedure. The device was stored as per labeling and opened in a sterile field. The procedure used an ante-grade approach. The deployer was in-training with the mynx device. Excess force was not applied during insertion. Hemostasis was achieved via manual compression for 10 minutes. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) was used after an angioplasty. The mynx device could not be advanced through the non-cordis sheath. The outer sleeve on the device was separated. There was no reported patient injury. The device was used after an angioplasty procedure. The device was stored as per labeling and opened in a sterile field. The procedure used an ante-grade approach. The deployer was in-training with the mynx device. Excess force was not applied during insertion. Hemostasis was achieved via manual compression for 10 minutes. The patient has recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood, and the sealant sleeve assembly was observed to have been kinked/bent as received. There was no break in the sealant sleeve integrity observed. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. No damage was observed in the atraumatic wire distal tip. The procedure sheath and syringe were not returned with the device. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly, and the involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, the sealant sleeve assembly was kinked/bent outward, and the sealant remained in the manufacturing position, with exposure to blood. There was no break in the sealant sleeves¿ integrity was observed. A product history record (phr) review of lot f2132604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿mynx control system impeded¿ and ¿mynx control sealant sleeves separated-in patient¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have caused the kinks/bent condition observed in sealant sleeve assembly. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.